Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user attempted loading the applier with a clip 2 or 3 times, but the clips were unable to properly load into the jaws. Therefore, the device was replaced by another applier. No clips fell in the patient.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73h1700835 was manufactured on 09/04/2017 a total of (B)(4) pieces. Lot was released on 09/19/2017. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was received with its trigger partially engaged and a broken clip partially loaded into the jaws. The sample appears used as there is biological material present on the device. (B)(4). The returned sample was reviewed with a r & d engineer. The broken clip was manually removed and the trigger cycle was completed. The 2nd clip was pushed too far forward in the channel and was manually removed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to properly load into the jaws of the device. The other remarks: sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position in the channel and stacking on one another. If the clips stack on one another, it could cause clips to break inside the channel and could prevent the clips from properly loading. The sample was received with 8 clips remaining indicating that 7 clips were fired by the end user. Based on functional testing, the complaint issue was confirmed. However, it could not be determined exactly how or when the clips became out of position. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "loading issue" was confirmed based upon the sample received. One device was returned with a broken clip partially loaded into the jaws. One of the loose clips was broken. The device was received with 8 clips remaining, indicating that 7 clips were fired by the end user. Upon functional inspection, the clips were found to be out of position in the channel and stacking on one another which prevented the clips from properly loading into the jaws. If the clips stack on one another, it could cause clips to break inside the channel. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.

Event description:
It was reported that the user attempted loading the applier with a clip 2 or 3 times, but the clips were unable to properly load into the jaws. Therefore, the device was replaced by another applier. No clips fell in the patient.